Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to an abnormality (failure) in the sensor unit, an abnormality (failure) in the scope connector unit (internal electric board and electric parts mounted on the internal electric board), or an abnormality (failure) in the system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the customer reported issue of "the image disappears momentarily when the video connector is shaken". "Screen turned black and image " (the image returns)". Device evaluation and inspection, service repair noted the reported issue was able to be reproduced. The screen found black and no image displayed due to scratches on the electrical contact of the video connector. Furthermore, the following findings during device evaluation were noted: the curved rubber adhesive part noted missing. The bending angle found insufficient due to the elongation of the angle wire. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Repair request was sent reported with an issue of "the image disappears momentarily when the video connector is shaken". "Screen turned black and image " (the image returns)". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.